Event description:
Reporter indicated vns low impedance readings, followed by high lead impedances, and then low impedance were obtained at an office visit. The pt had generator replacement earlier in the day. The reporter was advised to disable the vns. Programming history was obtained via flashcard download which revealed the high impedance message was due to the pt's generator being programmed on before any diagnostics were performed. The stored impedance value in the generator occurs during manufacturing and is cleared by performing a systems diagnostics test. Review of the pt's previous generator programming history identified dcdc codes of 0. The current low impedance values and the history of dcdc = 0 with the previous generator is indicative of a suspected lead problem, such as a short circuit or fracture. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.